Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing red heart, low flow and pump stoppage alarms. These alarms were reportedly reproduced with manipulation of the external portion of the pt's percutaneous lead (lead). The pt's system controller was exchanged and x-rays of the lead were taken. The hospital also made a request to the manufacturer to evaluate the pt's lead due to continued pump stoppages. The manufacturer's technical services team member evaluated the pt's lead and a distal end replacement was performed.

Manufacturer narrative:
The pt continues on lvad support with no further issue reported. A portion of the percutaneous lead that was removed was returned to the manufacturer for evaluation and is currently being analyzed. The attached user facility report # 4900320000-2012-9014, was received from the (B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.